Event description:
Patient reported that on the same day of injection in the temples and the left side of the glabella with three syringes of juvederm ultra, they experienced swelling and a bump on the left side of the glabella. Patient self treated by applying ice to the area. The enzyme that dissolves juvederm was also provided as treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of bump an swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.